Event description:
The plastic rubber pieces that overlay in the endopath xcel® bladeless trocar shot out of the trocar during removal of the stapler by the surgeon. Patient did have insufflation. Piece of trocar flew past the scrub techs who were at the surgical field.